Manufacturer narrative:
"Vyaire medical file identification: (B)(6). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available."

Event description:
It was reported to vyaire medical that the vela ventilator is having motor fault issues. There was no led on the motor pcb after replacing the main board and turbine. There was no information of patient involvement reported in this event.